Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this implantable pacemaker exhibited noise, oversensing, loss of capture and a decrease in impedance measurements, however, within normal limits. A lead issue is being suspected, whoever it has not been confirmed. The device was reprogrammed and a system revision in the near future was discussed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited noise, oversensing, loss of capture and a decrease in impedance measurements, however, within normal limits. A lead issue is being suspected, whoever it has not been confirmed. The device was reprogrammed and a system revision in the near future was discussed. This device remains in service. No further adverse patient effects were reported.